Event description:
It was reported that during interrogation of the device short episodes of noise resulting in pacing inhibition were observed. X ray showed that the lead appeared to be intact with no evidence of fracture. Noise was not able to be reproduced with manipulation of the pocket or isometrics. The lead remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.